Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and stiff man's syndrome. It was reported manufacturer representative (rep) was told this had happened once before after the pump was refilled and the healthcare professional (hcp) gave the patient antibiotics and "it went away." Patient experienced throbbing underneath the pump and a red rash. It was unclear if any other symptoms were mentioned. Event date was noted as (B)(6). No further complications were reported/anticipated. Additional information received on (B)(6) 2017 from a manufacturer representative reported healthcare professional (hcp) reported this information to the rep the day that the rep reported it. At that time, the rep was told it had happened before. The hcp does not know what was causing the issue.  No further complications were reported/anticipated.